Event description:
Information was received from multiple sources (manufacturer representative, clinical study) regarding a patient having spinal therapy. It was reported that the patient experienced post-laminectomy syndrome following spinal surgery. The onset of symptoms occurred on (B)(6) 2026, with persistent pain, numbness, and tingling after the procedure. This adverse event led to hospitalization from on (B)(6) 2026. Interventions included additional spinal surgery, administration of medication (including opiates or narcotics), use of a brace, and physical therapy. Diagnostic imaging revealed postsurgical changes at the l5 and s1 levels, moderate to severe degenerative changes of the facet joints at l4/l5 and l5/s1, and moderate to severe stenosis of bilateral neural foramina. Mild to moderate degenerative changes of the facet joints and disc bulging were noted throughout the rest of the spine. On (B)(6) 2025, a diagnostic procedure (other-2) was performed. The result showed symmetric increased radiotracer uptake at the level of the fusion at l5-s1, which can be normal up to 1¿2 years post-fusion surgery and is favored to reflect postoperative bony remodeling; this can also be seen in the setting of increased mechanical stress. The findings were considered not clinically significant. The patient outcome of the event was reported as recovered/resolved by january 30, 2026. Site seriousness assessment determined that hospitalization and medical or surgical intervention were present, while congenital anomaly, death, disability, and life-threatening conditions were not observed. Site related assessment indicated the event was probably related to the procedure, specifically the index surgery, and causally related to study device. There were no further complications reported regarding the event. Update received on 2026-feb-19: below medications were given in response to post-laminectomy syndrome or pain following lumbar spine surgery; hydromorphone was administered intravenously at a dose of 0.5 mg on (B)(6) 2026, as needed for pain following lumbar spine surgery. The medication was discontinued on the same day. Hydromorphone was also given orally at a dose of 4 mg, starting on (B)(6) 2026, as needed for pain after lumbar spine surgery. This course ended on (B)(6) 2026. Ketamine was administered intravenously at a dose of 50 mg on (B)(6) 2026, as needed for anesthesia during additional lumbar spine surgery. The medication was discontinued on the same day. Methadone was administered intravenously at a dose of 5 mg on (B)(6) 2026, as needed for anesthesia during additional lumbar spine surgery. The medication was discontinued on the same day. Oxycodone was given orally at a dose of 10 mg, starting on (B)(6) 2026, as needed for pain following lumbar spine surgery. This course ended on (B)(6) 2026. Oxycodone was also administered orally at a dose of 5 mg on (B)(6) 2026, as needed for pain after lumbar spine surgery. The medication was discontinued on the same day. Additional information received that sponsor assessment: not related to the procedure and causal related to the device. There was no malfunction/allegation regarding the reported products in the event.

Manufacturer narrative:
B2: outcome attributed to adverse event is additional surgery due to post procedure adverse event and hospitalization. D4: lot number is unknown h6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.